Manufacturer narrative:
(B)(4). Batch #t94j2h. Investigation summary: the device was received with the I-blade lower tip broken off and returned. The device was connected to the generator and it was recognized. Because the I-blade was damaged, not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Additional information was requested and the following was received: the surgeon removed the missing piece via the trocar. The rep returned the missing piece with the device. There was no problem with the patient¿s condition.

Event description:
It was reported that during a laparoscopic hysterectomy, the I-blade was broken off. The broken pieces were retrieved via the trocar. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.